Event description:
As reported via the (B)(4) study, a patient underwent revascularization of the study stent. At the time of the index procedure, angiography revealed 90% stenosis in the mid lad. The lesion was 12mm in length and de novo. A 3.0 x 18mm cypher rx was implanted by direct stenting at 14 atm and was post-dilated per standard procedure with a 3.0 x 18mm balloon at 16 atm. The patient experienced elevated cardiac enzymes the day after the procedure, but there was no reported treatment or other cardiac event reported and the patient was discharged the following day. Approximately five months later, the patient underwent revascularization of the proximal lad. This was initially reported as non-target lesion revascularization and was not considered to be related to the cypher stent by the investigator, and was therefore unreported. Cec adjudication minutes received on 11/29/2011 indicated that the target lesion percutaneous intervention was related to the device. According to the minutes, the angiography revealed a 49% in-lesion restenosis, no in-stent restenosis (isr), no thrombus and timi 3 flow with the following comment: "severe neointimal hyperplasia in a proximal edge of stented segment. Tlr performed." Per catheterization report, angiography revealed a new 80% proximal lad stenosis, a patent stent in the mid lad and proximal edge stenosis in the lad. On (B)(6) 2010 the patient underwent successful treatment with placement of one eluting stent in the proximal lad.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Additional information received indicated that the lesion that was treated on (B)(6) 2010 was the proximal lad. There was no restenosis or thrombosis in the previously implanted cypher stent in the mid lad. The new stenosis was not within 5mm of the previously implanted cypher stent in the mid lad. The previously reported event of restenosis is no longer applicable.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered coronary artery restenosis approximately five months post index procedure. This is a (B)(6) female with medical history including cardiomyopathy, lvef 30 - 39%, pad, hypertension and diabetes. The indication for the index procedure was angina. Angiography revealed a 90% mid lad stenosis. In (B)(6) 2010, one cypher stent was implanted and post dilated in the mid lad target lesion. The core lab reported the lesion to be proximal lad with a 18% residual stenosis, no dissection and timi 3 flow. Post procedure the cardiac enzymes were noted to be elevated. No specific treatment was given and the patient was discharged the following day on a dual anti-platelet regimen. In (B)(6) 2010, the patient presented with intracapsular back pain. Dual anti-platelet was ongoing. Cardiac enzymes were normal and the EKG had no acute changes. Cxr revealed mild chf but no active disease. Repeat angiography revealed a 49% in-lesion restenosis at the proximal edge of the stented segment. The stent was patent and without thrombus. One des was implanted and post dilated successfully. The patient was maintained on dual anti-platelet therapy. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15060788 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.

Event description:
The (B)(6) female patient was part of the (B)(4) study. The patient received a cypher stent in the mid lad. One day after the index procedure the patient had elevated cardiac enzymes as the patient's ck was 160 and the ck upper limit was 150 u/l. Approximately five months post index procedure, the patient had a revascularization of the target vessel but not the target lesion. It is unknown if the new lesion treated was within 5mm of the previously implanted cypher stent.